Manufacturer narrative:
Product analysis: no anomalies were found during functional testing and the backup function of the device was normal. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was in use with a patient the power turned off. The epg was replaced with another product. An inspection was performed by the medical facility, the battery was also replaced prior to the epg being used. The epg is expected to be returned. The patient had an intrinsic pulse. No patient complications have been reported as a result of this event.